Event description:
It was reported that the patient underwent a surgical procedure to replace the left lead due to fractured coil wires. The right lead was also replaced as a precaution only. All leads were removed, and new leads were implanted without complications. There was no report of patient harm or injury. Although requested, the leads were not returned for analysis due to hospital policy. The device history record was reviewed. No relevant non-conformances were found.

Manufacturer narrative:
Mml # (B)(4). Right lead information: model: 8145. Description: reacttiv8 implantable stimulation lead. Serial number: (B)(6). UDI#: (B)(4).